Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that the stent was damaged. While prepping to treat the left anterior descending artery, the physician removed the balloon cover from a 38x3.00mm synergy stent delivery system and noted that the distal edge of the stent was frayed. The device did not enter the patient and the procedure was completed with another of the same device. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. Struts from the tenth most proximal stent and continuing proximally along the stent were severely stretched and damaged. As a result of the damage, the stent measured 58 mm in length and was located approximately 10 mm past the distal tip. This type of damage is consistent with the stent meeting resistance upon withdrawal. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that the stent was damaged. While prepping to treat the left anterior descending artery, the physician removed the balloon cover from a 38x3.00mm synergy stent delivery system and noted that the distal edge of the stent was frayed. The device did not enter the patient and the procedure was completed with another of the same device. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.